Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope jet tube and light guide lens exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of forceps elevator lever; the up/down (u/d) knob cannot be locked securely, due to a burn on the plastic distal end cover (c-cover); insulation resistance value at distal end does not meet the standard value, due to a crack on objective lens; the image has dark area partially, the image guide protector has a cut, c-cover has a burn, the objective lens has a crack, the grip, forceps channel port, right/left knob, u/d knob, switch box, scope connector (sc) cover unit, sc-case unit, and the plug unit all exhibit scratches, air/water and suction cylinder both have no color, and the connecting tube and universal cord both have wrinkles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.